Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that for over the month of (B)(6) the pump battery was observed to be depleting quickly causing the pump to shut off. The customer stated this caused their blood glucose (bg) levels to go high however a specific value was not provided. Manual injections were delivered to address bg level. The battery depletion was unable to be confirmed in the pump data logs and it was observed the customer only charged the pump two times in (B)(6). In addition, the customer stated multiple times in (B)(6) they received an error while attempting to load a new cartridge. Reportedly, the customer had to load 2 or 3 new cartridges to resolve the issue. The customer began using manual injections as insulin therapy on (B)(6) 2017.